Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump continues to alarm with no delivery, and within the three or four days preceding the call she had changed the infusion set 14 times and the reservoir at least 9 times. The patient's blood glucose at the time of incident was 119 mg/dl, but has at some point exceeded 300 mg/dl due to the no delivery alarms. Troubleshooting was initiated for the no delivery alarm. The customer was unable to prime on the first attempt, but successfully primed after disconnecting and reconnecting the same infusion set and reservoir. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump and reservoir will be returned for analysis and a replacement pump and reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.